Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a surgical facial procedure on (B)(6) 2010 and an absorbable hemostat was used. The hemostat was left in the incision and sutured over top. The pt experienced a reaction post-operatively. Additional info is being requested regarding this event.